Manufacturer narrative:
Section b3: date of event is estimated. Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. It was reported to abbott, a patient had their proclaim ipg replaced with an eternal ipg due to ipg site pain. There were no complications. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient had pain at the ipg site and as such surgical intervention took place where the ipg was explanted and replaced. Therapy was restored following the procedure.